Event description:
Difficulty running dialysis with this catheter, after catheter was explanted several large cracks in the catheter near the cuff were noted and there was tip separation with embolization to the pulmonary artery.